Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.

Event description:
As reported, during use on a baby, this umbilical arterial line using a vamp jr pressure monitoring set, the connection between the transducer and the first stopcock became disconnected at the seal between the tubing and the connector. This created an open system requiring line removal and consequent loss of line for continuous bp monitoring and easy access to blood draws. Per customer opinion this placed the infant at increased risk of an infection. No blood was leaked. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
Based on further engineering investigation performed, it could be determined that the failure mode is related to the manufacturing process. The condition is relating to the vulnerability of the joint connection, caused by the combination of low interference between the stopcock and the tubing, low amount of solvent and short tubing stress factors caused by the assembly forces and manipulation. Corrective actions are being implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One pressure monitoring set with vamp jr was received by our product evaluation laboratory for a full examination. The report of disconnection was confirmed. Pressure tubing had been completely detached from bond joint with vamp jr distal stopcock. Indication of bonding material was evident on tubing bond surface area of the tubing. Tubing od, 0.1093", measured near the point of detachment, was within specification. No other visible damage was observed from the kit. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.